Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5153245.

Event description:
Voluntary medwatch received states the patient with the right ventricular lead experienced pocket erosion with infection. A revision was performed and the entire system was explanted.